Manufacturer narrative:
The customer was contacted for the return of the product. The customer responded and stated the device was returned to service for clinical use and the suspect paddle set will not be returned at this time.

Manufacturer narrative:
Zoll medical received an external paddle set for evaluation. The paddle set was tested and the reported complaint of unable to select energy level was not duplicated. The customer was sent a replacement external paddle set. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to select energy level using the attached external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.